Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, the probable cause of the "varying colored images (purple/green)." Malfunction would likely be related to an image error cause by a failure of the charge coupled device caused by the following: unacceptable tension in the area of the "charged coupled device" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "holder to bumper sleeve.¿ unacceptable tension in the area of the "charged coupled device " assembly due to asymmetrical alignment of the spring to holder before the bumper sleeve is joined. Pre-existing damage to the "charged coupled device " assembly due to using a suboptimal adhesive device¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video telescope had a green image. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.